Manufacturer narrative:
The patient reported that the ball is dropping and will not go above 8lpm on the respironics millennium m10 third-party-vendor oxygen concentrators when using the concentrator with the life 2000 device (l2k), additionally they reported that this issue has occurred with the last eight concentrators provided to the patient by his dme provider. There was no report of injury, no occurrence of patient oxygen desaturation or malfunction of the l2k device reported with this complaint. This patient has a history of anxiety, depression, afib, chronic hypoxemic respiratory failure, copd, chf, implanted cardioverter defibrillator, ischemic cardiomyopathy, ischemic stroke, low oxygen saturation, pacemaker, CABG, cardiac stents and lvef of 27%. The patient was advised to continue the use of his already prescribed oxygen with his oxygen concentrator until the cause of the reported issue could be resolved. An in-home swap of the l2k device and troubleshooting of the reported issue was conducted by a respiratory clinician who noted "backpressure from the l2k" device. The patient was instructed on steps to follow to resolve this issue. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The l2k device instructs the user to always have an alternate means of ventilation or oxygen therapy available. The respironics millennium m10 oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The life2000 device is connected to the patient¿s oxygen concentrator, which is an accessory device supplied by the patient¿s home medical equipment provider. In this event, there was no associated patient injury. Inspection of the device by a hillrom technician notes that no malfunction was found, there were no alarms or error messages observed. The ventilator and compressor were noted to perform as intended. Although the inspection ruled out a malfunction of the life 2000 device, an interaction/malfunction between the life2000 device and the 3rd party oxygen concentrator cannot be ruled out which led to a failure of the oxygen concentrators. If this event were to recur, it would likely contribute to a serious injury or death. Based on this information, no further action is required.

Event description:
The patient reported that the ball is dropping and will not go above 8lpm on the respironics millennium m10 third-party-vendor oxygen concentrators when using the concentrator with the life 2000 device (l2k), additionally they reported that this issue has occurred with the last eight concentrators provided to the patient by his dme provider. There was no report of injury, no occurrence of patient oxygen desaturation or malfunction of the l2k device reported with this complaint. This patient has a history of anxiety, depression, afib, chronic hypoxemic respiratory failure, copd, chf, implanted cardioverter defibrillator, ischemic cardiomyopathy, ischemic stroke, low oxygen saturation, pacemaker, CABG, cardiac stents and lvef of 27%. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The patient reported that the ball is dropping and will not go above 8lpm on the respironics millennium m10 third-party-vendor oxygen concentrators when using the concentrator with the life 2000 device (l2k), additionally they reported that this issue has occurred with the last eight concentrators provided to the patient by his dme provider. There was no report of injury, no occurrence of patient oxygen desaturation or malfunction of the l2k device reported with this complaint. This patient has a history of anxiety, depression, afib, chronic hypoxemic respiratory failure, copd, chf, implanted cardioverter defibrillator, ischemic cardiomyopathy, ischemic stroke, low oxygen saturation, pacemaker, CABG, cardiac stents and lvef of 27%. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The l2k device instructs the user to always have an alternate means of ventilation or oxygen therapy available. The respironics millennium m10 oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The life2000 device is connected to the patient¿s oxygen concentrator, which is an accessory device supplied by the patient¿s home medical equipment provider. In this event, there was no associated patient injury. At this time, an inspection of the device is pending, therefore an interaction/malfunction between the life2000 device and the 3rd party oxygen concentrator cannot be ruled out which led to a failure of the oxygen concentrators. If this event were to recur, it would likely contribute to a serious injury or death. Therefore, this complaint is considered a reportable malfunction. If additional information becomes available, the complaint will be reassessed. Accordingly.

Event description:
The patient reported that the ball is dropping and will not go above 8lpm on the respironics millennium m10 third-party-vendor oxygen concentrators when using the concentrator with the life 2000 device (l2k), additionally they reported that this issue has occurred with the last eight concentrators provided to the patient by his dme provider. There was no report of injury, no occurrence of patient oxygen desaturation or malfunction of the l2k device reported with this complaint. This patient has a history of anxiety, depression, afib, chronic hypoxemic respiratory failure, copd, chf, implanted cardioverter defibrillator, ischemic cardiomyopathy, ischemic stroke, low oxygen saturation, pacemaker, CABG, cardiac stents and lvef of 27%. This report was filed in our complaint handling system as complaint # (B)(4).